Manufacturer narrative:
E1 initial reporter first name:(B)(6)

Event description:
It was reported that detachment occurred. The 3.75 x 15 mm nc emerge balloon catheter was selected to post dilate an implanted stent. Ater multiple inflations, the physician tried to remove the balloon catheter, but when the catheter was removed, the balloon was not attached. The ballon was still visible on flurorscopy within the stent. Intravascular ultrasound (ivus) was attempted to check the balloon location, but the ivus catheter could not enter. Another balloon was used to trap the proximal part of the detached balloon and when pulled, the detached balloon moved a bit on the flroroscopy. The physician continued to pull on all the wires until everything was removed outside the patient to complete the procedure. There were no patient complications.